Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lower haptic of iol was damaged after implantation. The lens was left in side the eye. The surgeon was planned to explant the lens. Additional information has been received and stated that, the iol was explanted in secondary procedure. As per the surgeons opinion, the introducer damaged the lens because the lens was a toric lens and thicker than normal. The recommended cartridge could have helped prior to the surgery to prevent the damage to the lens.

Manufacturer narrative:
Sample was not received at the manufacturing site for evaluation for the report of haptic was damaged; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).